Manufacturer narrative:
H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Investigation is still in progress.

Event description:
It was reported that the device displayed motor rate error & motor not running during pre-test., no patient involvement.

Manufacturer narrative:
H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The reported issue was verified in the event history log and through testing. Visual and functional tests were performed. The cause of the issue was a defective mainboard. The mainboard was replaced to fix the issue.